Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that a particle was identified during visual inspection within a reservoir cassette. The particle was described as small, white, opaque, and round in appearance. There were no patient involvement and no injury reported.